Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An a1059 mayfield skull clamp was in use for an hour for a posterior cervical case when the patient reportedly "moved". The surgeon said "he wasn't positioning". Additional information has been requested.